Event description:
T wave oversensing and far field r wave oversensing were reported. The physician could not retract the helix and he could not advance a stylet more than one inch into the lead. The physician reused the lead by switching the coils and making the can cold. He successfully defibrillated at 20 joules as he had no other options. Integrated worked for a period of time and then resulted in inappropriate shocks. Patient checked with detection on and therapies off, but no inappropriate sensing seen. Physician kept the lead pace/sense and then reversed the svc and rv coil and could use integrated bipolar sensing only as t wave oversense was 100% in true bipolar. Integrated bipolar sensing switch used with mixed results. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.